Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU), inserted without issues, and placed on the valve. However, during deployment, after removing less than half of the lock line, resistance was encountered. This led to clip opening to more than 180 degrees, and inability to retrieve the device. Surgical cutdown was performed and the lock line was cut. The procedure was discontinued, and the patient was sent to cardiac surgery. The patient was reported to be slowly recovering. No additional information was provided.